Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the doctor attempted to deploy the 6fr angio-seal device, the anchor never came out. Manual pressure was then held. After the procedure the user inspected the device and the anchor was not seen within the sheath. The patient was reported to be fine. The procedure was successful. Additional information was received july 22, 2019: the procedure performed was a splenic artery embolization.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections d4 and h4, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.